Event description:
It was reported that during servicing, the ibp/temp pc board does not detect when a cable is plugged in. The ibp/temp pc board was replaced. There was no reported patient or user involvement and no adverse patient/user impact.